Event description:
It was reported that the patient had been admitted to the emergency room with hypoglycemia. The patient's blood glucose levels reached 40 mg/dl while wearing the pod between 24 and 36 hours. The patient's mother stated their bgs were down to 65 mg/dl and they drank some soda, which caused her bg levels to go up to 324 mg/dl. The patient's mother then delivered a 3.15 unit bolus and an hour later the bgs were down to 40 mg/dl and the patient had a seizure. The patient was given 2 teaspoons of honey and an ambulance was called. At the ER, the patient was treated with intravenous fluids and was discharged after 6 hours. The pod has been discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.